Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular (lv) lead had intermittent non-capture even at high outputs with associated phrenic stimulation. The lv lead pacing impedance was unstable with intermittent rises to greater than 2500 ohms. It was also reported the patient sustained congestive heart failure (chf) secondary to the lv lead not operating. With the chf, the lv lead was able to be reprogrammed to a low enough output to pace the lv most of the time while avoiding phrenic stimulation. The patient's medications were also adjusted to promote diuresis and no hospitalization was required for the chf episode. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the left ventricular (lv) lead had intermittent non-capture even at high outputs with associated phrenic stimulation. The lv lead pacing impedance was unstable with intermittent rises to greater than 2500 ohms. It was also reported the patient sustained congestive heart failure (chf) secondary to the lv lead not operating. With the chf, the lv lead was able to be reprogrammed to a low enough output to pace the lv most of the time while avoiding phrenic stimulation. The patient's medications were also adjusted to promote diuresis and no hospitalization was required for the chf episode. The lv lead was capped and replaced. It was further reported the lv lead had a suspected fracture and intermittent high threshold. No further patient complications have been reported as a result of this event.